Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose (bg) level of 690mg/dl, cause was unknown. The customer was treated with intravenous saline and insulin to address bg level. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.